Event description:
Affiliate reported that since over drainage was noted, the surgeon attempted to change the pressure from 150mm h2o to 180mm h2o. The surgeon explained that the device would not program to the desired pressure setting. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.